Event description:
It was reported that sealed 10 ml bd syringe filled with approximately 2 ml of clear solution.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/material/lot number information.

Event description:
No additional information.